Event description:
It was reported that this pacemaker system exhibited far field oversensing, leading to a false atrial tachy response (atr) episode. Technical services (ts) was consulted, and programming enhancements were advised. No adverse patient effects were reported. This device remains in service.